Manufacturer narrative:
Product code: dqx. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, upon examination of the amplatz stiff support wire guide, it presented with a bend and the coating was peeling off at the point of the bend. This device never made patient contact.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation. A review of the complaint history, device history record, documentation, drawing, manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that it was prior to use. The wire guide was noted to be kinked at 12.8cm distance from the tip. However, no damage to the teflon coating was noted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could potentially be related to this failure mode. This nonconformance was for bent material. While this may be related to the reported failure, it should be noted that the affect units were scrapped and not replaced. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions, drawings, and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could necessarily be identified. However, a likely cause of the failure could be transport and storage, as quality control performed a full review prior to shipment, and the device was removed from the package with the noted failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.